Event description:
It was reported that the patient presented for routine in-clinic follow up. A device interrogation revealed high capture threshold exhibited by the right ventricular lead. A subsequent chest x-ray confirmed that the lead had dislodged. The patient was scheduled for explant and the lead was replaced. The patient was stable.